Manufacturer narrative:
(B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for low or no draw volume with the incident lot was observed. Note that one of the customer's tubes, which had a small volume of blood in it, had vacuum that drew the sample up just below the fill line, while the second unused tube drew no volume at all. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed as the retention samples drew within the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples & photos, the customer¿s indicated failure mode for low or no draw volume with the incident lot was observed. Additionally, evaluation & testing of the retain samples was conducted and all tubes drew within required specifications. Based on the investigation, a root cause could not be determined.

Event description:
It was reported (and confirmed through an investigation) that when using a bd vacutainer® brand sst¿ ii advance tube(s), there is very low or no draw during use. There was no report of injury or medical interventions.